Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating during an operational check, when the power was turned on, an alarm indicating a fault in the pressure sensor and proximal sensor sounded, error code 1008/1007. The device kept operating. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and confirmed the following alarms and their corresponding log history. It was determined that the data acquisition (da) printed circuit board assembly (pcba) required replacement. Confirmed alarms: "vent inoperative 1007 machine and proximal pressure sensors failed" (diagnostic code 1007). "Check vent: machine pressure sensor calibration data error" (diagnostic code 1106). "Check vent: proximal pressure sensor calibration data error" (diagnostic code 1107). "Check vent: o2 supply pressure sensor calibration data error" (diagnostic code 1110). "Check vent: barometer calibration data error" (diagnostic code 1113). "Check vent: air flow sensor calibration data error" (diagnostic code 110e). "Check vent: o2 flow sensor calibration data error" (diagnostic code 110f). "Check vent: ovp circuit failed" (diagnostic code 1127). The asp replaced the da pcba to resolve the reported issue. The device subsequently passed all required performance verification tests in accordance with philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.